Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert had been generated for this system due to an unspecified fault code. The caller was inquiring about programming off the tones for the alert. No adverse patient effects were reported.